Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compare with lab. Results as follows: date: 2009 inratio: 1) 1.2, lab: 2.5. 2) 1.9, 2.5.

Manufacturer narrative:
The comparison of inratio test and lab results of user; 1 out of 2 results are not within the confidence limits and results do not meet accuracy criteria. The %cv of user is greater than 20%, the acceptance criteria for precision is not met. Meter will not be returned. Unable to perform retained strip test due to unavailable retained strips. No corrective action is required at this time, as no product deficiency was established. No further investigation is required at this time.